Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a review of the black box data showed unexplained reboots. A visual inspection of the pump showed no damage to the battery compartment. The returned battery cap was damaged with stripped threads. The battery cap contact width and height were found to be out of specifications. A reboot occurred with the returned battery cap. A test cap was then used and was able to securely attach on to the pump. The pump was then exercised for 24 hours with no power loss. The pump cover was opened and no evidence of moisture ingress or loose components was found. Unrelated to the initial complaint, the display screen was dim and discolored. The pump casing was cracked at the u-groove. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.